Event description:
It was reported that the customer experienced issues with three of her reservoirs and two infusion sets. Customer's blood glucose was reportedly 4.9 mmol/l. Customer may have at one point had a blood glucose value of 30 mmol/l. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.